Manufacturer narrative:
(B)(4). D10 ¿ p0126y04 aura ii total ha right size 4 lot # 0000287408. P0402h50 eternity cup 50 lot # 0000303938. P0507001 eternity inlay 46.48.50 dia28 lot # 0000312733. P0601125 cancellous screw dia6.5x25mm lot # 0000253746. P0601116 cancellous screw dia6.5x16mm lot # 0000282757. G2 ¿ foreign ¿ france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised sixteen years post initial right hip arthroplasty due to a fractured ceramic head with no associated trauma. No further details provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified that patient had pain in the right hip. The xray and CT scan confirmed a fracture of the ceramic head with multiple fragments migrated in front of the lower cup, upper offset of the rod that transfixes the ceramic head. Diffuse heterogeneity of the bone structure was also noticed, it appears condensed in connection to patient¿s history of sickle cell. No pelvic effusion was noticed. No associated trauma was mentioned. No right leg support was provided while waiting for surgery. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.